Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a medication leak from the cadd cassette. No leaks were identified during connection at the customer end. Patient went home after connection and woke up the next day to find the device was leaking. The event occurred during infusion. Adverse events are unknown.

Manufacturer narrative:
An image of a cassette in a bag appears to have a black tape on the tube. The complaint of leakage could not be confirmed based on the returned images. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.